Event description:
It was reported that the patients lead contacts were dislodged which was confirmed through fluoroscopy. Additional information was received that the patient was doing well and no next course of action will be taken.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead contacts were dislodged which was confirmed through fluoroscopy. No course of action will be taken at this time.

Event description:
It was reported that the patients lead contacts were dislodged which was confirmed through fluoroscopy. Additional information was received that the patient was doing well. Additional information was received that the patient underwent a revision procedure to replace the paddle lead and was doing well postoperatively.

Event description:
It was reported that the patients lead contacts were dislodged which was confirmed through fluoroscopy. Additional information was received that the patient was doing well. Additional information was received that the patient underwent a revision procedure to replace the paddle lead and was doing well postoperatively. Additional information was received that the explanted lead will not be returned per hospital policy.